Event description:
It was reported that there was concern with the incision site. The patient's incision had been extremely swollen and red. The patient contacted their health care professional (hcp) office. She was on two antibiotics and was told to provide an update to their hcp in seven days. There was no alleged product issues. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ueda, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).